Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. Medtronic representative tested the dicom qr transfer after un-installing and re-installing the ent application. There were no issues with loading the patient exam. Multiple patient exams were tested and the ent software functioned as it should. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic ent representative received a report from a site that their navigation system was becoming unresponsive after pulling a patient exam from dicom qr application within the ear, nose & throat (ent) software. The site reported that after they select patient task in ent 2.3 software, the software unexpectedly becomes unresponsive. A system re-boot restores normal function in ent software and they can then re-select the patient successfully. No further details regarding the behavior were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.